Event description:
It was reported that the battery status in (B)(6) 2020 showed 65% battery remaining, in (B)(6) 2020 16% remaining and in (B)(6) 2020 11% remaining. The device had triggered elective replacement indicator (eri) (B)(6) 2020. A revision procedure was planned. A review by engineering noted that the device was exhibiting characteristics of a premature depletion condition. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the battery status in january 2020 showed 65% battery remaining, in march 2020 16% remaining and in may 2020 11% remaining. The device had triggered elective replacement indicator (eri) july 2020. A revision procedure was planned. A review by engineering noted that the device was exhibiting charectericis of a premature depletion condition. The device was subsequently explanted, but will not be returned as it was lost in transit. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.